Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two scs leads from the same lot number. It was reported the patient is not receiving effective stimulation therapy from her scs system. The patient also reported she does not like the way the stimulation feels. An sjm representative met with the patient and reprogrammed her scs system and gave the patient new programs to try. In addition, the patient is considering other therapies to treat her pain.